Event description:
The MFR received information alleging smoke was observed coming out of the back of the ventilator. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, an odor was detected emanating from the power supply. The tech could not find any problems with the unit. The device's power supply was replaced to address the issue.